Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. A delivery wire, main coil, and introducer sheath were returned for this complaint. The coil and delivery wire arms were interlocked, within the introducer sheath. A small portion of the coil was exposed from introducer sheath. The introducer sheath was inspected, and no issues was found. The twist lock had been opened. The main coil was found kinked and stretched. The delivery wire was inspected, and no issues was found. No more damages were found in the returned device. Functional inspection was performed. The pusher wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, due to the stretched condition. It was necessary to cut the introducer sheath in order to release the main coil. Microscopic inspection was performed on delivery wire. Zap tip had a smooth surface. The interlocking arm was inspected and no issues was noticed. Microscopic inspection was performed on main coil. The zap tip had a smooth surface. The interlocking arm was inspected, and it was detached. Dimensional inspection on delivery wire revealed that the weld od (max) - outer diameter, wire arm od and wire zap tip (max) were within specification. Dimensional inspection on main coil revealed that the number of distal fiber bundles, zap tip od and primary coil od were within specification. However, the number of proximal fiber bundles were incomplete.

Event description:
Reportable based on device analysis completed on 07nov2021. It was reported that the coil was partially exposed and could not be deployed. The target lesion was located in the abdominal aorta. A 10mm x 40cm interlock -35 coil was selected for use. During the procedure, it was noted that the coil was partially exposed upon guidewire delivery and it could not be deployed. The procedure was completed with another of same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached and fiber bundles were incomplete.